Event description:
A us distributor contacted zoll to report that electrode belt sn: (B)(4) had non-functional therapy electrodes (te).

Manufacturer narrative:
Device evaluation of electrode belt sn: (B)(4) is complete. The reported problem (non-functional tes) was confirmed. As received, the electrode belt failed te recognition testing. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node and ECG "b". The root cause for the open pulse wire could not be positively identified but was likely excessive force. No adverse event resulted from the defective electrode belt.